Event description:
It was reported that during a hartman procedure, the surgeon reported that upon firing the staples didn't form correctly. Another blue reload was used without incident. There were no patient consequences. Case completed with another device and reload of the same product code.

Manufacturer narrative:
(B)(4). The analysis results showed that the cs40b device was received in good visual condition and with one reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.